Manufacturer narrative:
The device was received by depuy synthes power tools. The device was evaluated and the customer's complaint of packaging defects could not be confirmed. Visual inspection acceptance criteria are "no loose foreign material (lfm) when inspected at 1x magnification". No lfm could be found on device when inspected at 10x magnification. Also, the package is in good condition with no defects of the peelable or terminal seal. If additional information becomes available, a supplemental report will be sent. (B)(4).

Event description:
Report 1 of 2. Report received from (B)(6) stating "debris in sterile packaging". It is known that this event did not occur during surgery and that there was no patient/use injury or medical intervention. There was no additional information provided.